Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes. Based on historical data a corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
Per additional information received on (B)(6) 23, the following fields have been updated. Section b5 - description summary initially, it was reported that there were no needle sticks, however there was one contaminated needle stick that occurred. Section h6 - health effect clinical code initially was coded as: 4582 and should have been coded as 2462.

Event description:
Per additional information received on (B)(6) 23, the needle fell off following the injection and employee attempted to grab it. It did not need removed from the patient. Previously, it was reported that there was no needle stick, however it has been communicated that one contaminated needle stick did occur with a staff member.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.h3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: healthtrust wants us to do an investigation regarding lot 01104020. According to them, the needles are loose on the syringe. Additional information provided on (B)(6) 2023 stated that although they have not had a needlestick, ER staff have expressed concerns regarding the needles being loose and falling off.